Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4)implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported on (B)(6) 2015 that the battery popped out of their chest, and they were told by their doctor that they would have to wait at least a year because of the infections that they'd had. It was noted that the patient's body had been rejecting devices, and they'd had 29 surgeries done. The event was noted to have occurred in (B)(6) 2013, and the patient stated that the device had been sent back already. It was also noted that after the device, the patient was on pain medication, but that patient just wanted the device back. The related medical history included non-malignant pain and occipital neuralgia. A supplemental report will be submitted if additional information is received.